Event description:
It was reported that the patient had experienced 'discomfort and soreness in the pocket area' since (B)(6) 2012. It was noted that the patient had received 'very good symptom relief.' It was further reported that the patient had a pocket revision performed to move the device to a different location. It was noted that 'the physician was able to perform the revision without detaching the device from the lead.' It was stated that the patient was 'doing well' and that the patient 'no longer experienced any discomfort at the pocket site.' A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v260802, implanted: (B)(6) 2009, product type lead; product ID 3889-28, lot# v535669, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).